Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis..

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The patient stated that the device was indicating that her glucose level was low when it was not. She was not feeling well, with chest pain and sluggishness, and went to the hospital on (B)(6) 2019 where she was told she was in diabetic ketoacidosis (dka). Her cgm was reading in the 150s mg/dl but her bg was in the 600s mg/dl. She stated that she is hypo- and hyperglycemia unaware. At the hospital they removed her insulin pump and administered insulin via intravenous (IV) therapy for 2 days. She was not allowed to eat or drink until her glucose levels came down. She was released the evening of (B)(6) 2019 and at the time of the contact she was feeling better. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.